Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event, if any, additional device(s) implanted include: plc271200j/15059104, UDI: (B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent a follow up examination wherein the proximal part of trunk-ipsilateral leg component and the distal part of the contralateral leg component appeared inflamed with new aneurysmal lesions and suspected infection. Emergent re-intervention was performed and it was discovered that the proximal end of the trunk-ipsilateral leg component had migrated distally into the aneurysm sac. Four gore® excluder® aortic extender components were implanted within the proximal end of the trunk ipsilateral component to resolve the migration and extend coverage proximally. Distally, two contralateral leg components were implanted to treat the new aneurysms with coverage extending into the right external iliac artery. The patient tolerated the procedure.